Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient was in a car accident the and hospitalized in the intensive care unit (ICU). Following the accident the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) recorded shock impedance measurements of 0 ohms on the daily measurements. The field representative was called for an interrogation four days later. When interrogated with a programmer the shock impedance measurements of 16, 32 and 0 ohms when in triad and coil to can configurations was observed. When testing shock impedance measurements right atrial (ra) coil to right ventricular (rv) coil the measurement was 63 ohms. Rv pacing impedance and threshold measurements were within normal limits. Boston scientific technical services (ts) was consulted and discussed the possibility of electromagnetic interference (emi) as the source of the low shock impedance measurements due to the patient being in the ICU. It was further noted that prior to the accident the shock impedance measurement was consistently within range at 83 ohms. Ts discussed how to reduce emi when interrogating the patient. Additional information from the field representative was received that the patient's status was changed to do not resuscitate (dnr) and the family requested tachycardia therapy to be programmed off, thus no further testing regarding the low shock impedances was completed. At this time the ICD remains in service and no adverse patient effects relating to the low shock impedance were reported.